Event description:
Patient had fecal management system to manage copious loose stool. Initial device removed when no longer needed. New device inserted approximately a day or two later when loose stool returned. Rn checked retention balloon volume at least once-volume was appropriate. Patient then had sudden episode of rectal bleeding on three days later after MRI. More rectal bleeding on the next day. Anticoagulants discontinued. Pt received blood. Bleeding controlled. Colonoscopy performed. Gi noted large rectal tear. Suspicion for rectal ulceration and bleeding caused by tube. No definitive evidence though.